Manufacturer narrative:
(B)(4). Batch #: unknown. (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that there was a patient with a history of diverticulosis who underwent laparoscopic sigmoidectomy on (B)(6) 2020. According to medical records provided, a 33 mm eea dilator was placed in the patient¿s rectum and a 33 mm stapler advanced into the rectal stump and fired. The surgeon noted two intact tissue donuts, and a leak test was negative for leaks. The patient tolerated the procedure well and was discharged on postop day 2. She returned on postop day 3 with pain and fever and subsequently developed an anastomotic leak, which required exploratory laparotomy, resection of the anastomosis with end colostomy. She also developed other post operative complications with extended recovery and the colostomy was reversed the following year.